Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed and is not available for return; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the rectum during a colonoscopy procedure performed on (B)(6) 2021. During the procedure, the deployment was attempted and the clip closed onto the tissue, but the spring in the handle fell out. Therefore, the deployment was not able to be completed. The procedure was completed with a non-bsc clip device. There were no patient complications reported as a result of this event.